Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that the patient's leads were fractured, and the ipg was inoperable. Surgical intervention was undertaken wherein the system was explanted and replaced.

Manufacturer narrative:
D4 - additional device information corrected in this record.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.